Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tightening knob on the femoral introducer broke off while impacting femur.

Manufacturer narrative:
The complaint states the tightening knob on the femoral introducer broke off while impacting femur, the returned device was transferred to bioengineering for review and the failure mode was confirmed and the root cause was determined as unknown. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.